Event description:
It was reported to philips, that the device's energy output is below specs. The customer requested, that the device be returned for bench repair. The device was received by the bench repair service on 11-june-2021. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty capacitor. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the capacitor. The capacitor was replaced .and the device passed all testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's energy output is below specifications. There was no patient involvement.